Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a longitudinal tear in the balloon material. The tear stretched from approximately 6mm distal to the distal edge of the distal marker and stretched proximally along the balloon for approximately 34mm in length. An examination of the balloon material and markerbands could not identify any issuers which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use error. It was reported that the balloon was inflated above the rated burst pressure of 20 atmospheres. (B)(4).

Event description:
It was reported that during a percutaneous peripheral treatment procedure, a balloon rupture occurred. The non-calcified and moderately tortuous lesion was located in the vein side of a shunt. The 7.0 x 40, 40 cm mustang balloon catheter was inflated to 24 atms for the first three inflations, 20 atms for the fourth and fifth inflations and 15 atms for the sixth inflation. During the seventh inflation at 15 atms, the balloon ruptured. The procedure was completed with another of the same balloon catheters. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral treatment procedure, a balloon rupture occurred. The non-calcified and moderately tortuous lesion was located in the vein side of a shunt. The 7.0x 40, 40cm mustang balloon catheter was inflated to 24 atms for the first three inflations, 20 atms for the fourth and fifth inflations and 15 atms for the sixth inflation. During the seventh inflation at 15 atms, the balloon ruptured. The procedure was completed with another of the same balloon catheters. No patient complications were reported and the patient's status is good.